Event description:
It was reported that a malfunction alarm occurred. Customer's blood glucose (bg) was 580 mg/dl. A manual insulin injection was administered to address bg level. The customer reverted to manual injections for insulin therapy. Multiple attempts were made by tandem technical support to obtain additional information; however, the customer did not respond.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.